Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, within the same surgery due to low vaulting. The lens was replaced within the same surgery with a longer lens and the problem was resolved. The cause of the event was unknown. The postoperative condition is good.